Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted radical prostatectomy with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed an isi technical support engineer (tse) that the grasper instrument jaws could not be opened with the universal surgical manipulator (usm) led blinking in yellow. The customer tried to use instrument release kit (irk) to open the jaws, but the irk was not fitting properly. The tse advised the csr to follow emergency release process. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on a prograsp forceps (pf) instrument. The instrument jaws could not be opened by using irk since the irk was not fitted properly in the slot. The customer was able to successfully open the jaws intraoperatively and release the tissue by using a laparoscopic instrument to pull out the tissue from the jaws as the hold was fairly soft. There was no adverse effect to the grasped tissue. There was no unexpected bleeding or tissue removal. The instrument will be returned.